Manufacturer narrative:
Service technicians involved in firmware upgrading have been re-trained per updated instructions to prevent incorrect settings being applied.

Event description:
Customer describes a failure occurring when the device's embedded software (firmware) was upgraded using an external pc. The firmware loaded successfully, but the patient and alarm settings were not restored as intended due to a communication error. If incorrect or default settings are not noticed, despite instruction to verify upgrade success, there is a potential risk that incorrect parameters are applied to patient treatment. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.